Event description:
It was reported that the left ventricular (lv) lead had high thresholds. Parameters were reprogrammed and the lead remains in use. It was noted that the patient is part of the prompt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.